Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with endophthalmitis and vision decrease in the right eye post lens implant. Additional information was requested, but the surgeon declined to provide additional information.